Event description:
A caller reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support, who assisted them with a full pump reset, resolving the error, and successfully starting a new sensor session.